Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries and insulin pump had battery fail errors. Insulin pump had no delivery alerts. Customer stated that the screen was blurring. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector during visual inspection noted. Unit display properly and no missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or insulin smell noted during testing.